Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had ongoing problems with glare, including glare when inside with bright lights. The patient wore sunglasses outside with polarized lenses, tried wearing these sunglasses inside too (theater, at bridge club), but then it's too dark. This has negatively impacted consumers quality of life. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).